Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform (s/n: (B)(4)) displayed a user advisory 45 (not at "home" position after power-on/restart) error message. Despite attempts to resolve the issue, the error message continued. There is no report of patient involvement.

Manufacturer narrative:
The primary complaint was confirmed during archive data review. The root cause of the issue was due to the encoder shaft out of range when the platform is powered on. The ua45 fault was found to be due to the encoder shaft was not at the home position which is likely a user error. The driveshaft was rotated back to the home position to remedy the ua45 fault. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Visual inspection was performed and physical damage was observed but unrelated to the reported complaint. Screws are missing on both the front and bottom covers. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Upon customer approval, the damaged components will be replaced and the device will be further tested to full specification. Initial functional testing could not be performed due to a user advisory 20 (position out of range) error message (unrelated to the complaint) appearing upon powering on the platform. The ua20 fault exhibited was due to the driveshaft being out of position. A review of the autopulse's archive was performed and it shows multiple of ua45 (not at "home" position after power-on/restart) occurred on the reported event date of (B)(6)2016, thus confirming the reported complaint. The archive also shows multiple of user advisories to have occurred on the reported event date but they are unrelated to the reported complaint. It shows ua12 (lifeband not present occurred), ua18 (max take-up revolutions exceeded), and ua42 (force overload tripped) occurred once. Ua12 is exhibited when the platform detects that the lifeband is not properly installed or the lifeband clip on the lifeband is not properly engaging the safety switches in the driveshaft. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). Correction to h4: device manufacture date- (B)(4) 2014.